Event description:
Patient undergoing exploratory laparotomy due to incarcerated hernia and possible bowel obstruction. At time of closure to a small bowel resection, the surgeon was using an ethicon proximate reloadable 75mm linear cutter tlc 75 when it fired once appropriately and then would not fire again. The instrument was removed, cleaned and reloaded however it still would not re-fire. The instrument was removed from service and a new one was obtained. No injuries to patient, just delay in troubleshooting issue.